Manufacturer narrative:
Date sent: 08/11/2008. Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a CABG procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the pt.